Event description:
Additional information received reported that no surgical intervention occurred for the event and the patient did not require hospitalization due to the event. A lead impedance test was performed and results were in normal range. Reprogramming was done sometime after (B)(6) 2012. No further diagnostic tests were done.

Event description:
It was reported that the patient had been vomiting for the last 2 months. The patient also described a sensation of "sleeping" in her leg and fingers. After turning the device off for 2-3 hours, the patient still experienced vomiting "a little." The patient stated that she would make an appointment with her physician the following monday after the initial report. The patient also stated that she wished for her implantable neurostimulator (ins) to be explanted. Further information received indicated that the patient reported pain from the back to her left butt cheek, and that since receiving the implant, a lead was "stabbing her in the back." The patient described her pain as "hurting so bad," and that it was preventing her from working. In addition, the patient reported that the oral medication for the pain was causing her to vomit, and that the stimulation from her device was causing her left leg to feel numb. The patient stated again that she wished to have the device removed due to the severity of her pain. The patient expected to receive assistance from her physician when her insurance issues were resolved.

Manufacturer narrative:
Product ID: 39565-65 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: lead product ID: 37754 lot#: serial#: (B)(4) implanted: explanted: product type: recharger product ID: 37744 lot#: serial#: (B)(4) implanted: explanted: product type: programmer, patient. (B)(4).